Event description:
It was reported that this lead was suspected of having an unspecified 'defect' that led to additional surgical intervention being performed and the lead being explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was suspected of having an unspecified 'defect' that led to additional surgical intervention being performed and the lead being explanted and replaced. No additional adverse patient effects were reported. Additional information provided from the field indicated the lead was replaced due to exhibiting loss of capture and out of range impedance measurements. Surgical intervention was performed, and the lead was cut and abandoned and will not be returned for analysis. No additional adverse patient effects were reported.